Manufacturer narrative:
The customer was advised to use a different machine. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reported that patients (number not specified) felt a shock sensation during the scan with the biometry probe. They also reported finding opacification on the central cornea after biometry in a few patients. No intervention has been reported to date. They found exposed metal wires on the probe contact surface when examined under a microscope, and suspect that this is causing the problem. Additional information has been requested.